Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that one patient sample with a known anti-c and anti-k showed false negative reactions with biotest cell-i11 when tested on tango infinity. The customer retested the patient sample on a second tango infinity and yielded positive results. The customer returned the patient sample that had caused a false negative test result, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retention sample of the panel biotest cell-i11 plus on tango infinity. The c and k positive panel cells yielded correct positive results. Our quality control laboratory also tested the supposedly defective product of biotest cell-i11 plus with different samples and controls on tango infinity, e.g. An anti-c and anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers. Evaluation of the data is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that one patient sample with a known anti-c and anti-k showed false negative reactions with biotestcell-i11 when tested on tango infinity. The customer retested the patient sample on a second tango infinity and yielded positive results. The customer returned the patient sample that had caused a false negative test result, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retention sample of the panel biotestcell-i11 plus on tango infinity. The c and k positive panel cells yielded correct positive results. Our quality control laboratory also tested the supposedly defective product of biotestcell-i11 plus with different samples and controls on tango inifinity, e.g. An anti-c and anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-11 plus functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was checked by one of our field service engineers with no indication for an instrument malfunction.